Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient suffered from low blood glucose level and went to emergency room. The blood glucose level of the patient was 37 mg/dl. During hospitalisation, the patient was treated by glucagon. The patient was discharged from hospital on (B)(6) 2024 at 2:00 am. No further information available.

Manufacturer narrative:
Patient city: (B)(6).